Event description:
During perfusion, pt's oxygen saturation started to drop, blood gases were sent. The oxygenator was changed. The system does not have a mechanism (alarm) to indicate that the oxygenator may not be operating properly. Should there be some type of sensor or warning to the practitioner operating the equipment?